Manufacturer narrative:
Impact code f2301 captures the reportable intervention of the additional stent in stent placement and additional procedure to remove the stent. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 9, 2021, that a wallflex biliary rx fully covered rmv stent was implanted to treat an approximately 3cm stricture in the common bile duct as a result from chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (b)96) 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the scheduled stent removal on (B)(6) 2020, an ingrowth at the distal portion of the stent was observed through endoscopic imaging with spyglass. The stent was attempted to be removed with snare and rat tooth forceps; however, it was unable to be removed. Subsequently, another wallflex biliary fully covered stent was implanted stent-in-stent to create necrosis and facilitate stent removal. On (B)(6) 2021, another stent removal procedure was performed using snare and rat tooth forceps and the second stent was removed; however, the original stent was still unable to be removed. Biliary radiofrequency ablation was performed which successfully destroyed the tissue ingrowth and the stent was successfully removed using an extraction balloon. There were no patient complications reported as a result of this event. Photos of the complaint device were provided by the complainant and it was noted that the stent and the stent cover were damaged.